Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder was reported to have deployed in a "cobra head" formation. An unknown replacement device was implanted. Additional information has been requested.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 20mm amplatzer septal occluder was reported to have deployed in a "cobra head" formation. An unknown replacement device was implanted. The patient is reported to be stable. No additional information has been provided.